Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "low wear rate at 6-year follow-up of vitamin e-infused cross-linked polyethylene: a randomised trial using 32- and 36-mm heads" written by einar lindalen, peder s thoen, lars nordsletten, øystein høvik and stephan m röhrl published by hip international published online/accepted by publisher 17 jun 2018 was reviewed. The article's purpose was to compare the wear of e-poly (biomet) highly cross-linked polyethylene highwall liner using either 32- or 36-mm biolox delta ceramic heads (manufactured by ceramtec for depuy). Data was compiled from initially, 50 hips (49 patients aged 50¿65 years, 35 women) were randomised; however, 6 patients were not available for 6-year follow-up. Cement was not used as all cups and stems were cementless. E-poly (biomet) highly cross-linked polyethylene highwall liner using either 32- or 36-mm biolox delta ceramic (depuy) and a cementless exceed abt (biomet) shell and a corail (depuy) cementless femoral stem were used in all patients. Depuy products: biolox delta ceramic heads and corail cementless femoral stems. There were 3 deaths indicated from the initial 50 patients enrolled in the study. The reason for the death(s) is not indicated. There is no indication a depuy product caused or contributed to any death. Adverse events: wear of unknown ceramic head(s) at 3 month and 6-year follow-ups. No indication of revision nor treatment. Infection indicated involving one patient who was unable to finish the study due to event. Unknown cementless stem and unknown ceramic head. No evidence of revision nor treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.